Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, a rupture of the thoracic aorta occurred. It was reported that the cook coda balloon catheter was believed to have caused the rupture. A cook graft was placed to repair the rupture but the patient arrested while in the intensive care unit (ICU). The patient could not be revived and subsequently expired. The death was reported to be related to the rupture. No autopsy was performed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).